Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter installed allegedly gave poor urine output. A bladder scan was done and apparently more than (999cc) of urine was left in the bladder. The catheter was repositioned but no urine output. The foley catheter was replaced and (1200cc) of clear yellow urine was drained.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.